Manufacturer narrative:
The investigation for the saturated flow issue has been completed. Data logs show immediate flow saturation upon starting the pump. The purge pressure rises for about 10 minutes following pump activation until the purge pressure high alarm triggered. The high purge pressure and saturation gradually resolved over the next 2 days. In conclusion, when considering the clinical information, it was determined that the cause of the high purge pressure was most likely ingested biomaterial since tissue plasminogen activator (tpa) resolved the issue and the patient had a pre-existing left ventricle thrombus. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 62yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the 5.5 supporting a patient as escalated care when the purge pressure and flow saturation was alarming. The team placed tissue plasminogen activator (tpa) into the purge for troubleshooting. The high purge pressure and the flow saturation resolved and the pump remains on for support without harm or injury.